Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens was inserted into the eye and removed due to cracked optic. There was no injury to the pt.

Manufacturer narrative:
Method: lens work order search, cartridge lot number search. Results: a visual inspection of the returned product found the lens in two pieces. Loop haptic and piece of optic is torn off and missing. Piece of optic is torn off. Cartridge was returned and found to have a crack by the slit tip. There was evidence of clear residue on the product. A lens work order search was performed and no similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: (no conclusion can be drawn). Based on the complaint history, cartridge lot number and lens work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).